Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: defect needle: white adhesive smearing along the needle.

Manufacturer narrative:
H.6. Investigation: ten samples were received. They all have the plastic shield. Visual inspection was performed. They all have excess of silicone on the needle. It is towards the area where the needle and the plastic hub join. One photo was provided showing a needle assembly connected to a syringe. This could have happened during needle assembly process. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, the excess of silicone was applied. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: defect needle: white adhesive smearing along the needle.